Event description:
Reporter alleged the customer obtained the results of 85 mg/dl. Reporter stated that the customer was feeling jittery and nauseous with the 85 mg/dl result, so she ate a jelly sandwich after it. Then, within 10 minutes of the result of 85 mg/dl the customer ran additional tests and obtained results of 174 mg/dl, 105 mg/dl, 166 mg/dl, 140 mg/dl and 149 mg/dl on the aviva system. No adverse event reported. A request was made for the return of the affected product.